Manufacturer narrative:
The actual device involved in the reported event was not returned for analysis. However, the issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided a product list of those high-pressure sets that are appropriate for use with power injectors.

Event description:
Report received of a "tubing split" during use with a power injector. Reportedly, the extension set was used with a medrad injector during a computerized tomography (CT) scan of the abdomen to rule out appendicitis. During the CT scan, contrast was injected at 2.0 ml/sec at an unspecified psi. After an unspecified length of time, the rate was decreased to 1.5 ml/sec because "resistance was met." Approximately 75 ml of the intended 150 ml of contrast had been injected when the tubing reportedly "split". Blood loss was estimated to be "10cc or less". Subsequently, the IV was discontinued, the angiocath removed, and the site "bandaged". The amount of contrast media injected was sufficient for the results of the scan to be read. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.